Event description:
Automated external defibrillator (AED) would not turn-on during the resuscitation of a cardiac arrest victim. The victim was found to be in cardiopulmonary arrest after being struck by a wave while swimming in the (B)(6) ocean. Beach lifeguards began CPR and an AED was brought to the victim. The operator of the AED made multiple attempts to activate the power switch, but the AED would not turn-on. Another AED was brought to the victim's side, but before it could be attached, ems personnel arrived and attached a manual monitor/defibrillator to the pt. The victim's initial rhythm was a non-shockable rhythm. The pt was subsequently resuscitated and transported to the local trauma center. Earlier in the morning prior to the event, the operator of the AED observed the "ok" message on the device's lcd display located in the handle. In addition, the AED displayed the "ok" message when it was inspected on the day before the event ((B)(6) 2013). On post-event examination of the AED by the writer of this report, the lcd screen located in the handle displays wrench and battery symbols. A check of the battery compartment reveals that the AED's battery is not locked in position in the battery compartment. A number of attempts were made to lock the battery into the battery compartment. The battery will not lock into the battery compartment. A different battery was inserted into the device. The battery locked into the place. The AED turned-on when the power switch was activated. Arrangements have been made for the AED to be examined by the MFR. (B)(6) 2013.